Event description:
It was reported that this patient experienced eleven inappropriate shocks in the past three days involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The shocks appeared to be related to t-wave oversensing and it was noted that the smartpass filter was deactivated due to low amplitude signals as well as a change in the patients morphology. An automatic set up was performed where the device chose the alternate sensing vector where the inappropriate shocks were seen, thus the device was programmed to the primary sensing vector. The patient is awaiting a heart transplant. A review by technical services (ts) noted that the reason for the shocks was due to low r:t wave ratio. Ts noted that sensing appeared correct until some events triggered a fast profile. Ts noted that once the fast profile was enabled the sensitivity was fast enough to pick up the t wave and calculate the heart rate above the treatments zones. Ts discussed that if s-ICD therapy was kept an option for this patient keeping the smartpass filter charge extension was now clinical appropriate. No adverse patient effects were reported. The device remains implanted.